Event description:
A pharmacist called on behalf of the customer. He stated the customer's contour meter read "lo", while another meter gave a high reading. The other meter reading was not provided. If the other meter read between 121 and 250 mg/dl, the difference would fall in the "c" zone of the consensus error grid, making the difference clinically significant. If the other meter read 250 mg/dl or higher, the difference could fall in the "d" or "e" zones of the error grid, which would also be clinically significant. No adverse events were alleged. The pharmacist did not provide any more info before ending the call. Attempts made to contact the customer for more info were not successful. No product will be returned at this time.

Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number.